Event description:
A malfunction was reported on the pump, which led to the customer's blood glucose level exceeding 500 mg/dl, though the specific high value was not noted. The customer addressed the high blood glucose issue with a correction injection via multiple daily injections and did not require third-party assistance. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if any issues happened again, and they understood and acknowledged the instructions.